Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Legal representative reported removal of implants due to patient's "symptoms consistent with alcl and fear of alcl including: subcellular changes, chronic inflammation, mental anguish and fear of alcl, increased risk of alcl, explant, en bloc capsulectomy, pain, scarring, disfigurement; post-operative complications including rash, infection; emotional injuries including anxiety, depression, panic, insomnia; and other physical and emotional manifestations that are severe and ongoing. Plaintiff also suffered loss of wages and wage-earning capacity" against a natrelle 410 highly cohesive anatomically shaped silicone-filled breast implants style fm. Device has been explanted.